Event description:
Per the clinic, the patient experienced poor magnet retention with device. Subsequently, the patient underwent skin flap revision surgery on (B)(6) 2026, during which the thick layer of subcutaneous tissue overlying the receiver/stimulator was debulked to the level of hair follicles. The implanted device remains.